Event description:
The hospital reported that upon opening the sterile packaging of the acrobat-I positioner, it was immediately visually apparent that the suction pod was missing. The defect was discovered during initial inspection and the device was not used on a patient.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.